Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of up to 600 mg/dl. The customer did not mention any symptoms. Customer's blood glucose value was unknown at the time of the call. Customer removed infusion set cannula and noticed it was bent. Trouble shooting was performed for bent cannula. Customer was advised to change infusion set. The pump will not be returned.